Event description:
The customer reported to olympus that the duodenovideoscope exhibited a rupture in the biopsy channel that was visible at the end tip. There were no reports of patient harm or impact associated with the event. During testing and inspection of the returned device, a distal end with foreign material and discoloration inside light guide lens was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated; and the customer¿s allegation was confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: air/water cylinder, suction cylinder and light guide lens had discoloration; scope cover, forceps elevator and plug unit had corrosion; scope connector case unit and adhesive around objective lens and light guide lens had a crack; the cover of light guide bundle was damaged; connecting tube has a cut; distal end was shaved; universal cord had wrinkle; water tightness is lost due to damage on channel tube; insulation resistance value at distal end does not meet the standard value due to damage on bending section cover; the switch box and objective lens had scratches; during annual inspection, parts replacement was recommended. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the reprocessing could not be conducted properly due to leakage from biopsy channel. Additionally, the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, resulting in humidity invaded lg-lens which led to corrosion. The event can be detected and prevented by following the instructions for use (IFU) section: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The event can be detected by following the instructions for use (IFU) section: IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.